Event description:
It was reported that atrial intrinsic amplitude was out-of-range. A single undersensed atrial signal was observed on the presenting electrogram (egm). The right atrial (ra) lead remains in service. No adverse patient effects were reported.